Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that toxic anterior segment syndrome (tass) was noted on multiple patients during their one day postoperative examinations following cataract extraction procedures. Additional information was received from an ophthalmic technician with patient information for each of the affected patients. This report will represent one of the nineteen cases reported.